Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reverting to the setup mode when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began at 4 pm on (B)(6) 2011. The patient stated that she manages her diabetes with pills (losartan and paroxetin), and insulin ("n" and "r"). The patient denied taking any action regarding her diabetes management due to the alleged issue. At an unspecified time (12 hrs later), after the alleged issue started, the patient felt shaky. The patient claimed that she did not receive treatment due to the alleged issue with the subject meter. At the time of troubleshooting, the patient reported that the subject meter was not new, and the issue had occurred after replacing the batteries. Per the owner's manual, any time after batteries are replaced the patient must go thru the set up mode again to configure the date and time. The alleged issue was resolved with training. Product replacements were sent. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.